Event description:
A customer observed two pt samples with nearly the same data results associated with the wrong pt demographics on the 5,1 fs analyzer. The erroneous results were reported, and a corrected report was later issued. Mis-association of pt results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that there was no malfunction of the analyzer. Datalog analysis showed results for one pt, customer intervention of the sample tray, and then nearly the same results for a second pt. The likely cause is user error by moving the sample from one position to another before manually returning the tray to routine sampling, though the customer has not acknowledged the error. The root cause of the event is unknown.